Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported during testing of t.w. Power supply s/n (B)(6), works intermittently, but when it works it does not complete a burn cycle. The failure did not occur on a patient.

Manufacturer narrative:
Tw # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.